Manufacturer narrative:
The device was received with no button response due to corroded keypad traces and was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window, a scratched case, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's relative reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.